Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for novel implantable cardioverter defibrillator system implant. During the procedure, the novel left ventricular (lv) was inserted and positioned. Upon withdrawal of the sheath, the lead dislodged. The physician elected to not re-insert the lead during this procedure and plugged the lv port. The patient was stable.